Event description:
The drill bit broke during a pangea tibial surgery. It broke when it came into contact with the plate on the opposite side during a double-plate procedure. The surgery was completed while the tip of the broken drill bit remained inside the patient's body.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.